Event description:
It was reported that approximately 29 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography scan revealed a distal type I endoleak. Reportedly, the endoleak developed due to disease progression in the right common iliac artery. The patient was treated with a limb extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records and images were not available for evaluation. Based upon the review of lot records, work orders and prior reports no issues were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn. Remains implanted in the patient.